Event description:
The customer reported there were scratches on the tip of the forceps on the evis lucera elite colonovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a foreign object in the forceps channel. The report is being submitted due to there being a foreign object in the forceps channel found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the paint of the suction cylinder was peeling, the universal cord was discolored, the curved rubber adhesive was missing, the operation part was discolored, the scope connector was leaking liquid, water tightness was not maintained due to scratches on switch #1, shadows were visible in the image, the bending angle was insufficient and the play of the angle knob was out of normal state due to elongation of the angle wire, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material found inside the instrument channel occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the date the forceps issue was observed was unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.